Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during use during an unknown therapy step. The home patient (hp) was connected. The hp stated that they had a system error (se) 2240 previously. The baxter technical service representative (tsr) explained the alarm and advised the hp to close the clamps and cycle power to clear. The tsr advised the hp to discard supplies and finish with manual. There was patient involvement but no patient injury or medical intervention was reported. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp stated that he thinks there was a problem with the cassette because when discarding the supplies, the hp noticed that the cassette was damaged. The hp had notified the registered nurse (rn) regarding the alarm. The hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.